Manufacturer narrative:
Initial.

Event description:
It was reported that the customer¿s caregiver replaced supplies, applied a new cgm sensor, observed a blood glucose of 277 mg/dl, and had not yet started the ilet or entered the sensor code; the caregiver was walked through starting a new sensor session, which was successfully initiated, indicating a use error related to setup rather than a device malfunction. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.